Manufacturer narrative:
(B)(4)

Event description:
It was reported that " it was reported that: "have helium loss alarm show in our ac2 machine at (B)(6) 2024 1500. And the user sent the pt to cath lab and replacing the 30cc catheter after they connect new catheter, ac2 show helium loss again and saw have blood coming out at the helium tube than they replace another 30 cc catheter again. At the end they used 3 pcs iabc 30 cc." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Please see associated MDR#: 3010532612-2024-00798

Event description:
It was reported that " it was reported that: "have helium loss alarm show in our ac2 machine at (B)(6) 2024 1500. And the user sent the pt to cath lab and replacing the 30cc catheter after they connect new catheter , ac2 show helium loss again and saw have blood coming out at the helium tube than they replace another 30 cc catheter again. At the end they used 3 pcs iabc 30 cc." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Associated MDR#: 3010532612-2024-00798.

Manufacturer narrative:
Qn#(B)(4). Additional information received oct 2 2024 states that all catheters were inserted in the same insertion site. The reported complaint for iab blood in helium pathway is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.